Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. (B)(4).

Event description:
A gov agency reported following bilateral intraocular lens (iol) implant procedures, an ophthalmologist saw glistenings on the lens. The surgeon tried to remove the lens during a second procedure, but the scar tissue had already grown too much to remove the lens and implant a new one. The patient also reported they are experiencing a flash in their vision and when looking at light there appears to be a half-moon shape of light in their vision. There are two MFR associated with these events. This file represents left eye.